Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were non sustained right ventricular oversensing (nsrvo) episodes noted on the implantable cardioverter defibrillator (ICD). There were other pacemaker mediated tachycardia (pmt) and automodeswitch (ams) episodes as well. The nsrvo episodes were triggered due to atrial paced events landing over r waves. There was no lead noise observed. Programming changes were suggested. Additional information was not reported.